Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned to animas and evaluated on (B)(4) 2014 with the following findings: the pump was exercised for a 24 hour period at a 1 unit/hour basal rate with no issues. After the duration test, the battery was removed and reinserted into the pump and the programmed basal rate remained consistent. The alleged issue could not be duplicated. Unrelated to the alleged issue, there was a crack found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the basal rate settings were not remaining consistent between battery changes. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.